Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was done. Customer's blood glucose was 351 mg/dl. It was found that customer uses the sensor feature on the insulin pump. Advised the customer the cause of the alarm was due to viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.